Manufacturer narrative:
D6: information not available, device not returned for analysis.

Event description:
It was reported the 355ns was used during several unknown procedures. It was reported by the affiliate there was leakage from the devices. The surgeon used a finger to stop the leak. There was no consequence to the patient 2/12/1998 it was reported by the affiliate the trocars were used in different surgical operations and most of them had leakage. They opened several boxes but the same problem occurred.